Manufacturer narrative:
Mdrs for the nine additional needles were submitted under the following report #s: 9616793-2017-00044, 9616793-2017-00045, 9616793-2017-00046, 9616793-2017-00047, 9616793-2017-00048, 9616793-2017-00049, 9616793-2017-00050, 9616793-2017-00051, 9616793-2017-00052.

Event description:
Prior to a cryoablation procedure, 10 iceforce 2.1 cx 90°needles and system tested fine with no issues to report. Four minutes into the first freeze cycle the doctor noticed the shafts of all of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification.